Event description:
Laparoscopic assisted vaginal hysterectomy with use of staple gun. Pt returned to surgery due to postoperative bleeding of uterine arteries. After returning to or, bleeding noted from malformed and partially disrupted staple lines.